Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss of more than a minute during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: not sending and holding signal probable root cause: ¿ token ¿ token slot ¿ wireless interference /available channels ¿ tx main/front/antenna board ¿ display main/antenna board ¿ transmitter mac/software ¿ display firmware / silex/ application software ¿ use error ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ manufacturing/ service nonconformity.

Event description:
It was reported that there was image loss of more than a minute during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.